Event description:
A customer observed a positive (reactive) ahbc igm result for a patient sample tested on a vitros eciq analyser. This result did not agree with results expected for this patient and did not correlate with results from an alternate method for ahbc igm. The false positive result was reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. An additional MDR for this event was reported on MDR 9680658-2009-00022.

Manufacturer narrative:
Investigation into this event determined the most likely root cause is the presence of an unknown interferant in the sample.